Event description:
In 2005, the patient was implanted with a left ventricular assist device (lvad). During the implant, it was reported that the surgeon was unable to core the left ventricle (lv) using the coring knife. The surgeon commented that the knife was dull and utilized a surgical blade to complete the lv core. The hospital is sending the coring knife to the manufacturer for analysis. The patient remains stable, and on lvad support.